Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complain asr revision asr xl acetabular system - left reason(s) for revision: pain & alval/soft tissue reaction - iliopsoas tendon area. Update : further reasons for revision and product (stem) added as per dpyous73 received (B)(6) 2012. Comment from surgeon : issue primarily related to the corail stem as the stem debonded from the ha coating on removal. Clinically all the signs were thigh pain more so than groin pain which was less severe. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and alval. Intraoperatively, it was found that the stem debonded from the ha coating on removal